Event description:
It was reported that after the catheter was placed, they found it to be leaking below the hub. As a result, it was removed and a angio cath was placed. There was no delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.